Event description:
An ophthalmologist reported via a ciba vision representative that a patient had experienced an abscess associated with use of solocare aquify contact lens care solution & wear of o2optix contact lenses. The patient had purchased her contact lenses in a pack of soloptix containing o2optix contact lenses and solocare aquify contact lens care solution (separate MDR provided for lens product). Several requests have been made for additional information, however, no further information is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as a possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.